Manufacturer narrative:
Additional information was received on may 10, 2024. Explant was performed on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: granuloma, infection, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 27, 2024. The investigation of the returned device was completed by the failure analysis lab on july 12, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, siltex cracking was noted on the edges of the rupture. A manufacturing record evaluation was performed for the finished device 5651608 number, and no non-conformances related to the malfunction were identified. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with lumera contour profile high gel implants experienced left sided rupture, left sided infection, left sided granuloma, right sided breast pain, and right sided ptosis post procedure. Silicone in the lymph nodes and rupture was observed through magnetic resonance imaging, ultrasound, and mammography. After implant she had an infection that was treated by antibiotics. The lymph node was palpable in the left axilla. The right breast waterfalls and is occasional sore. Additionally, the implant are sitting higher than she would like. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2024-03590 for contralateral prosthesis report.